Event description:
Lead was explanted due to fracture and insulation breakage. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 42.5cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the yoke and the connector pins was not returned. An extraction aid was found in the lead body. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragment was scrutinized, including a visual inspection. The insulation was found abraded through 41.5cm proximal to the lead tip. In this region the conductor cable leading to the rv shock coil was found fractured, these damages are assumed to be the root cause of the clinical observations. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages such as a deformed rv shock coil, most likely occurred due to the mechanical forces applied during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.